Event description:
User reports erroneous pt results occurring intermittently several times during the week for multiple assays. Only the following two patient examples were provided which occurred in 2008. Sample 1, initial glucose result gave 6.7 mg/dl; repeat gave 113 mg/dl. The repeat glucose result of 113 mg/dl was reported. Sample 2, initial sodium gave 103.5 mmol/l; repeat gave 139.7 mmol/l. Initial potassium gave 2.9 mmol/l; repeat gave 4.8 mmol/l. No erroneous results were reported. The field service rep determined the cause to be contamination in the sample and ise sipper flow paths. He decontaminated the ise sipper flow path and sample lines, adjusted sample probe horizontal adjustment position, cleaned up the ise dilution cup area to remove any potential salt bridges. Additionally noted the existing in use sample probe is a year old and could be suspect. Account will order a replacement probe and install upon receipt. Performance tests were performed and within specification.